Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Investigator initiated study (iis) - sagittal stability study (attune arm). Site reporting ae of 'manipulation of right knee joint under anaesthetic' which occurred at the operative site and considered by the investigator as 'unanticipated'. Patient was readmitted to hospital (B)(6) 2023 for mua [manipulation under anaesthetic] r prosthetic knee replacement' and was discharged from hospital (B)(6) 2023. Discharge documentation notes the following: principal diagnosis: knee stiff [right]. Vte prophylaxis given / regular and prn analgesia given. Post op knee x-ray showed nil postoperative complications. Findings: preop 0-90 degrees limited pain / post mua 0-140 degrees. Ongoing allied health review during admission with use of cpm. Discharged with analgesia/antibiotics and follow-up with surgeon in outpt clinic in 6-weeks to assess progress. Patient has been withdrawn from the study as requested by her son due to multiple medical conditions and study burden. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe: nalgesia and antibiotics (oral) ie celecoxib 100mg. Is the patient part of a clinical study? Yes. If yes, study protocol number and/or clinical ID: (B)(4) device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient received a manipulation of the right prosthetic knee replacement under anesthesia on (B)(6) 2023, to address pain, stiffness, and crepitus. Treated with an additional adductor canal block post-procedure. It was noted that patient had presented with a widespread skin rash following a trip to the beach (no relationship to procedure or depuy products identified). No delay reported.